Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic nissen fundoplication procedure,which was taking place inside the stomach the needle broke in half and feel into the patient cavity. The needle was visually identified and retrieved. Another device and needle were opened to complete the procedure. There was no patient injury.